Event description:
Per event description "hosp bed used in home setting. Head of the bed was partially up when it spontaneously collapsed. Codder pin holding bed up must have slipped allowing back to collapse. All pieces on visual inspection."